Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports 2 ml juvéderm¿ voluma¿ with lidocaine injection to cheeks, upper nlf and marionette. Patient experienced delayed onset nodules to l marionette 11 months later. The following month, symptom appeared at r nlf and r cheek. Ha 75 u/ml x 0.3ml to r cheek/nlf provided as treatment one month later. Swelling continued. 5 days after treatment, event much improved. One week later, ilk 13mg/ml x 0.5ml applied into 3 sites. Event resolved the following month. Potential trigger noted as gum irritation with invisalign.